Event description:
Right femoral artery catheterization with right coronary artery drug-eluting stenting performed. There was inability to advance stent and high pressure dilatation was undertaken using a 2.5/15 noncompliant emerge. A 2.5/20 synergy des was deployed in the mid right coronary artery. Post-stent high pressure dilatation was undertaken. There remained inability to gain access to the distal right coronar artery with another synergy des stent and post-stent high pressure dilatation was undertaken. Removal of the synergy des was uncomplicated; however, there was inability to recross the ostium of the right coronary artery. Procedure was abandoned. Close cineangiographic evaluation post-procedure demonstrates evidence of stent in the ostium of the right coronary artery which was stripped from its delivery balloon. All equipment was reviewed and the second stent is not on the delivery balloon. It appears to be lodged in the ostium of the right coronary artery. Patient was transferred to tertiary center for urgent coronary artery bypass surgery.